Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 76," defib disabled," and "pacer disabled" messages and then inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.